Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motor control and motor endstage board. Both boards were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump displayed an error message during procedure. There was no report of patient injury.

Manufacturer narrative:
The defective boards were returned to (B)(4) for further investigation. During the visual inspection the reported failure could be confirmed. As root cause liquid ingress could be identified. Corrective actions were implemented for the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.